Event description:
Needle breakage fracture of the needle at ninth passage through tendon locking of the needle, the withdrawal of the device and the physician observed the break of the device. The break is always in the same place. Forced to use fluoroscopy to locate the fragment, rays and lengthening the duration of intervention. The piece of the needle was removed. The procedure was extended. No consequences to the patient - another like device was used. Our affiliate indicated on (B)(6) 2014 that the procedure was extended for 20 minutes.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed two similar other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Needle breakage fracture of the needle at ninth passage through tendon locking of the needle, the withdrawal of the device and the physician observed the break of the device. The break is always in the same place. Forced to use fluoroscopy to locate the fragment, rays and lengthening the duration of intervention. The piece of the needle was removed. The procedure was extended. No consequences to the patient - another like device was used. Our affiliate indicated on july 9, 2014 that the procedure was extended for 20 minutes.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed two similar other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Needle breakage fracture of the needle at ninth passage through tendon locking of the needle, the withdrawal of the device and the physician observed the break of the device. The break is always in the same place. Forced to use fluoroscopy to locate the fragment, rays and lengthening the duration of intervention. The piece of the needle was removed. The procedure was extended. No consequences to the patient - another like device was used. Our affiliate indicated on july 9, 2014 that the procedure was extended for 20 minutes.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.